Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" and "hi" (>600 mg/dl), while using the suspect device. Based on these results, patient reportedly summoned emergency medical services. Upon their arrival, 5-7 minutes later, patient's blood glucose reportedly measured approx 197 - 205 mg/dl, on paramedics' blood glucose monitor. Patient immediately retested, using the suspect device, and obtained a result of "hi". No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.